Manufacturer narrative:
D6b explant date provided.

Manufacturer narrative:
This report was created to retract MDR # 1220648-2026-02219. This report is a duplicate and sent in error. Please refer to MDR#1220648-2026-02071 for information regarding the complaint.

Event description:
An impella 5.5 device was inserted into the right axillary artery in a 54-year-old female patient presenting in cardiomyopathy, and in scai stage c shock, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient was found to be unresponsive in the chair, in and out of ventricular tachycardia (vt). The patient was transferred to the bed, and amiodarone bolus was given. A transthoracic echocardiogram (tte) showed the tip of the catheter adjacent to the mitral valve (mv). The physician torqued the catheter towards the left ventricle (lv) apex. An echocardiogram showed the pump at 4.9cm across the valve in good position. The patient was in normal sinus rhythm (nsr) and supported at p-6 at 3.2l/min with no issues. The post-procedure outcome is unknown. Improper positioning of an impella 5.5 device can directly lead to arrhythmias. Mispositioning, such as when the device is too deep in the left ventricle or too high in the aorta, can cause mechanical irritation of the cardiac structures, inducing conduction changes. However, the patient's underlying condition of cardiomyopathy can also cause arrythmias, because when the heart becomes enlarged, thick, or rigid, the electrical system is damaged, causing the heart to beat too fast, too slow, or irregularly.

Manufacturer narrative:
A6 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.